Manufacturer narrative:
Final device analysis results reveal- motor gear shaft wear.

Event description:
The device was explanted and returned to the MFR for analysis after 81 months implant duration due to suspected battery depletion. No injury was reported.